Event description:
Unomedical reference number (B)(4). Event occurred in united states. On (B)(6) 2022, it was reported that the patient accidently pulled the infusion set from the site on (B)(6)2021. The site location was patient's abdomen. Reportedly, the pump was not dropped with the set connected to patient's body. At the time of the event, the patient's blood glucose level was 180 mg/dl and weighed (B)(6) lbs. No further information available.